Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient went to bed with a cgm value of 103mg/dl. The low alert was set to 60, however, he did not notice if he got an alert because he was sleeping. An hour or two later after going to bed, the patient experienced a seizure, his girlfriend called emergency medical services (ems) and noticed the cgm value 48 mg/dl. When ems arrived, a fingerstick bg was performed and the bg was 20 mg/dl. The patient was treated with glucagon and transported to the hospital. During the seizure, the patient bit his tongue which caused bleeding and dislocated his arm. The patient was admitted to the hospital for two days and treated with pain and other unspecified medications. The patient still had his cgm on while in the hospital and the cgm values were 100 mg/dl different than his fingerstick bg values. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.